Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and an lead integrity alert (lia).sensing integrity counts went up to 1086 (within 7 days) along with evidence of oversensing. Right ventricular (rv) lead integrity alert warning occurred for increased sic count and 2 or more high rate- non-sustained episodes <(><<)>220 ms on (B)(4) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead pace impedance spiked from around 400 ohms on (B)(4) to greater than 1000 ohms on (B)(4) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise, a sudden increase in impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.